Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had rf pic failed selftest error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the alarm occurred yesterday and the day before which was saturday and also got it today. The customer reported that the first time she received the alarm she cleared and out also the second time but today she hasn't cleared it out. The alarm did not occur during the rewind and prime sequence. The self-test was performed and it failed. The error table indicated that the pump should be replaced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with constant rf pic failed self test alarm, problem isolated to radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to the rf pic failed self test alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.